Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. (B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angioseal was deployed successfully and two days later the patient returned with blood pooled in her leg/groin area. A cut down was necessary to close the artery. The patient is now recovering fine. Blood loss was reported to be greater than 250 cc. The patient is stable. The procedure outcome was reported to be a success.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.